Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation.

Event description:
The explant date of the device was later received which predates the date of high impedance, showing that high impedance was never seen on patient's device while it was implanted. Fracture coding has been updated to high impedance other/unknown and concluded an invalid report. Device evaluation is not necessary as it will add no value to the investigation. No further information has been received to date.

Event description:
Patient's generator was noted to be explanted and returned due to battery depletion. Product analysis of the generator was completed and the device performed according to functional specifications beside the noted end of service condition. During the internal generator data review, high impedance was noted to be observed. Explant date is currently unknown therefore it cannot be confirmed if the high impedance was observed before or after explant. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.